Manufacturer narrative:
Device available for evaluation? Yes; returned to manufacturer on: 02/16/2018; device returned to manufacturer? Yes; (B)(4). Device evaluation: the product was received in a zip lock bag. Visual inspection with the unaided eye was performed. The product is cut in half, most probably to make explant possible. Considering the condition of the lens, further analysis is not possible. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no similar complaints were received for this production order. Conclusion: based on the investigation results there is no indication of a product quality deficiency. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a lens explant or exchange; however, there was no specific reason given for the lens not remaining implanted. Patient's outcome is also unknown. No additional information provided.